Manufacturer narrative:
A replacement power supply was sent to the customer. A product evaluation on 7/22/2016 found the transformer housing to be breached and taped together by the end user. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that the housing for her pump in style transformer was cracked and that the power adapter was making a weird noise. A product evaluation on 7/22/2016 found the returned unit had a breached housing and that the housing was taped together by the end user.